Event description:
It was reported that during a surgery, when the oxygen concentration was set to 100%, the anesthesia workstation only provided an oxygen concentration level of approximately 39%. There was no report of patient harm. (B)(4).

Manufacturer narrative:
There has been no technical investigation performed on the concerned anesthesia workstation, however the logs were collected and sent in for our evaluation. The logs confirm the event, but give no information regarding the root cause of the event. Company representatives visited the hospital in an earlier state and performed simulated use on another unit. The reported issue was occasionally reproduced and our conclusion drawn from these tests is that the startup configuration chosen by the user is intermittently not retrieved by the system. This leads to a lower fio2 concentration in the fresh gas flow delivered to the patient. Alarms are generated to notify the user in such case.

Event description:
(B)(4)